Event description:
Complainant alleged that while pacing a pt (age & gender unk), the device's pacer output was incorrect. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.